Event description:
It was reported that upon removal of the device from the package, upon pulling the string attached to the ureteral stent, the stent broke into two. This occurred outside the patient and there were no patient complications involved.